Event description:
(B)(6) clinical study. It was reported that post stenting procedure, patient experienced myocardial infarction. In (B)(6) 2013, the patient was found to have a positive stress test in light non-st elevated myocardial infarction in the setting of a gastrointestinal bleed. The subject was referred for cardiac catheterization which revealed the target lesion that was a proximal lesion and extending across a 100% occluded first diagonal artery which was 25mm long with a reference vessel diameter of 2.5mm. The lesion was treated with predilatation and placement of a 2.50x38mm study stent followed by post dilatation which resulted to 0% residual stenosis. On the same day post procedure, the patient developed myocardial infarction and cardiac enzymes were noted to be elevated consistent with protocol definition of myocardial infarction(mi). No action was taken in response to the event. One day post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been returned for evaluation therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).